Manufacturer narrative:
Additional information received indicated that there was no difficulty removing the product from the hoop or removing the protective balloon cover.  There was no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product the product into the patient.  The device prepped normally, maintaining negative pressure.  The contrast to saline ratio was 50/50.  The brand of inflation device was a bard presto.  The same indeflator was used successfully with other devices.  There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or when inserting the balloon through the guide catheter.  There was no difficulty advancing the balloon catheter through the vessel.  The balloon catheter did not kink while being used.  There was no difficulty removing the balloon catheter from the patient.  The balloon was removed intact from the patient.  Complaint conclusion: an 8 x 40 mm powerflex extreme dilatation catheter ruptured during the second inflation to rbp (rated burst pressure) of 20 atmospheres inside a patient. The patient was treated with a 9 x 20mm non-cordis balloon and the procedure was completed successfully with no further incident. The lesion was a short segment, focal stenosis greater than 70% that was located in the juxta-anastomosis. There was no difficulty advancing the balloon to the target lesion, nor during either of the two inflations. The balloon appeared to rupture during the second inflation and upon removal and visual inspection it was confirmed. Additional information received indicated that there was no difficulty removing the product from the hoop or removing the protective balloon cover.  There was no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product the product into the patient.  The device prepped normally, maintaining negative pressure.  The contrast to saline ratio was 50/50.  The same indeflator was used successfully with other devices.  There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or when inserting the balloon through the guide catheter.  There was no difficulty advancing the balloon catheter through the vessel.  The balloon catheter did not kink while being used.  There was no difficulty removing the balloon catheter from the patient.  The balloon was removed intact from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17521813 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a rate of stenosis of greater than 70% in an anastomosis may have contributed to the reported event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot 17521813 was performed and the following was found. Review of lot 17521813 revealed no anomalies during the manufacturing and inspection processes the product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
The customer reports that an 8 x 40 mm powerflex extreme dilatation catheter ruptured during the second inflation to rbp (20 atmospheres) inside a patient. The balloon was not saved and will not be returned. The patient was treated with a 9 x 20 non-cordis balloon and the procedure was completed successfully with no further incident. There was no difficulty advancing the balloon to the target lesion, nor during either of the two inflations. The balloon appeared to rupture during the second inflation and upon removal and visual inspection was confirmed. The lesion was a short segment, focal stenosis greater than 70% that was located in the juxta anastamosis.